Event description:
It was reported when the devices were used during a colon resection procedure, the staples did not form properly. The case was completed using sutures. There was no patient consequence.